Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that customer's insulin pump had multiple pump error alarm and customer was not able to clear the alarm. The customer¿s blood glucose was 100 mg/dl at the time of incident and current blood glucose is 250 mg/dl. The customer also report that they cannot turn on the insulin pump. The customer also state that the insulin pump had battery failed alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly.